Event description:
It was reported that during the implant of a right ventricle leadless pacemaker (rvlp) of a patient with small-caliber vessels, the introducer sheath exhibited bending with kinking at the puncture site. Initial access was obtained via the right femoral vein. During the rvlp implantation, the screw would not rotate. The delivery catheter was exchanged, and a second approach was attempted via the left femoral vein. Torque transfer was slower; however, the screw was able to be rotated. After release of the rvlp, the device became dislodged and migrated in the right ventricle near the triscuspid valve. Retrieval catheter was used to attempt to retrieve the rvlp but was unable to adequately open. The rvlp was able to be retrieved using a single snare. The helix of the rvlp was extended after catching on a cardiac valve. The rvlp was explanted and the procedure was aborted without implantation. There were no patient consequences.